Manufacturer narrative:
The affected tandem shell/liner and oxinium femoral head were not returned for evaluation. A clinical analysis noted that no clinical relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, it was communicated that the revision surgery was performed due to infection. The patient impact beyond the reported revision for infection, probable antibiotic therapy, and an expected brief post-op convalescence period cannot be determined. No further medical assessment is warranted at this time. As device details were not made available, device history record review cannot be completed. Batch number was not provided, a sterilization review cannot be conducted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to infection.